Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. No further information was available.

Manufacturer narrative:
Analysis of production records completed. No device problem found.